Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report no displayed readings for more than one hour on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.